Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: the filter has shown inferior vena cava (ivc) perforation grades 1 and 2. As a further proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was reported to have a preoperative history of right lower extremity deep venous thrombosis (dvt) and could not be anticoagulated. Routine sterile technique was used along with micropuncture technique to catheterize the left femoral vein to place a sheath. A marker was placed into the inferior vena cava using a wire and an inferior vena cavogram was completed, demonstrating a patent vena cava and the renal vein at approximately l1-l2 level. The trapease filter was deployed in the inferior vena cava below the renal veins. Following deployment of the ivc filter, a triple lumen catheter was placed in the left femoral vein. The patient tolerated the procedure well with no immediate complications. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc and being partially paralyzed, becoming aware of these events approximately fifteen years and eleven months after the filter implantation, and further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the indication was right leg dvt (deep vein thrombosis) with a contraindication for anticoagulation. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. The report states that the filter subsequently malfunctioned and caused injury including ivc perforation, grades 1 and 2. Per the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc with partial paralysis, and anxiety related to the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Paralysis is not specifically listed in the IFU as a potential adverse event associated to the use of the trapease device; however, in light of the event of perforation, it may be related to compression of or damage to a spinal nerve that effects movement, but the exact etiology is unknown at this time. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Initial reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: the filter has shown inferior vena cava (ivc) perforation grades 1 and 2. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: the filter has shown inferior vena cava (ivc) perforation grades 1 and 2. As a further proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.